Event description:
Unit alleges untoward patient reaction. Health care professionals reports patient complained of shortness of breath and back pain 10 minutes into treatment stopped; patient placed on oxygen. Blood in dialyzer discarded. Estimated blood loss 250 cc. Patient restarted on different brand of dialyzer without further problems; stable pre and post event.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.